Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this bioprosthetic valve, the physician noted that one of the leaflets had poor fixation resulting in severe regurgitation. The device was explanted and replaced with a mechanical valve during the procedure. No other adverse patient effects were reported.

Manufacturer narrative:
Added pt. Identifier; pt age; pt sex ; pt weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: received by medtronic in a clear solution in the original product jar and packaging. The valve was visually inspected upon receipt. The valve holder remained cinched and attached to the valve. The valve holder appeared to have over ratcheted resulting with a broken suture. The valve was discolored, showing evidence of blood contact. All leaflets appeared flexible. The non-coronary cusp appeared intact. A large tear observed through the tunica of the right cusp along the inflow margin of attachment appeared consistent with a puncture or laceration by a sharp instrument such as forceps. A small tear through the tunica of the left cusp along the inflow margin of attachment adjacent to the non-coronary left inferior coaptive area appeared consistent with a puncture or laceration by a sharp instrument such as forceps during implant. Per medtronic procedure, each hancock ii valve undergoes inspection to ensure the cusps meet the tissue characteristic requirements (i.e. Damages, tear, etc.). The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the reported regurgitation was due to the tear. The cause of the tear could be related to the implant procedure contact with a sharp instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.